Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "when I inhale heavy I felt like I was getting shocked. I am an active person and my resting heart rate is usually around 50bpm; however, when I exercise now it is at a resting heart rate of 70 bpm which makes me sweat and have hot flashes. The doctor and rep tweaked the programming a week ago but it has not helped." It was later reported that the device was reprogrammed and patient continued to have issues during exercise. The patient stated "pacemaker function is very erratic when it is increasing my heart rate during exercise. It will jump up, not gradually go up." The device remains in use. No further patient complications have been reported as a result of this event.